Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that intermittently, the live image on the 9800 sys will not display. No pt injury was reported.